Event description:
The user facility reported that a patient experienced abdominal pain following a procedure involving a trufreeze console. A CT scan was performed, and no perforation was found.

Manufacturer narrative:
The log files for the trufreeze system were reviewed and no abnormalities were noted. The trufreeze console instructions for use (IFU) states, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist." The IFU further states, "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." A steris account manager provided in-service training on the proper use and operation of the trufreeze console. No additional issues have been reported.